Manufacturer narrative:
No device was returned for evaluation of complaint of tracheostomy displacement. The customer reported a potential issue related to the flange locking mechanism. No tests were performed because no sample was provided. Without sample, photo or video we are unable to further investigate and confirm this complaint and the root cause remains unknown. No signal of confirmed complaints in relation with this issue was identified. No device history or lot history review were performed because no lot number was provided.

Event description:
It was reported that the tracheostomy was displaced including some harm at the time of dislodgement, progressing to death to the patient in the hospital.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.